Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 389 mg/dl at the time of incident and 304 mg/dl when admitted to hospital. Customer stated that the insulin pump was not delivering insulin correctly. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature was of insulin pump was inactive. Customer had back up plan of manual injection to treat high blood glucose. The customer felt like throwing up and experienced symptom such as vomiting. Customer did not alleging insulin pump was under delivering. Customer stated that the cannula was bent. The customer went to hospital however they went home without diagnosis and without any recommendation from the healthcare professional. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.